Manufacturer narrative:
If explanted, give date: not applicable as the device remains implanted. (B)(6) this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when an intraocular lens (iol) was implanted, a scratch was found on the optic of the iol during irrigation/aspiration (ia). According to the surgeon, no resistance felt when using the device and it was the same as usual. It was indicated that sufficient balanced salt solution (bss) was used and the intraocular lens extruded in constant speed. The iol leaving time was about 30 seconds after adding the bss lubricant, the leaving time of the lens folded in the cartridge was reported to be about 5 seconds and when pushing the plunger, it was about 1 second without stopping or pushing it back. There was no problem with the patient¿s vision after the surgery and no injury was reported. The lens remains implanted as of to date. No further information was provided.